Manufacturer narrative:
(B)(4) . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
After surgery the noticed the o-ring from neck trial was missing.

Manufacturer narrative:
Conclusion and justification status for MDR: the devices associated with this report were not returned. A two-year search of the complaint database did not identify a trend for this product. The complaint is non-verifiable. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.